Event description:
A critically ill cardiac pt coded and required defibrillation. The pt was reported to have excessive chest and facial hair and was also sweating excessively during the cardiac event. A defibrillator with r2 pads was attached to the pt. Hosp staff did not have sufficient time to clip any of the pt's chest hair prior to placing the pads. The pt was shocked at 200 and 300 joules. On the third defibrillation attempt of 360 joules one of the pads lifted and the current arced. It was reported that the spark from the pad "caught the IV line, et tube, monitoring leads as well as the pt's chest hair, and beard on fire." This set of pads was removed, the et tube was disconnected and the flow of oxygen was discontinued to the pt. Another set of r2 pads was applied and used, but the pt was nonresponsive and died. Hosp personnel stated that the "failure of the pad was unrelated to the death."